Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was admitted to the hospital due to the right ventricular (rv) loss of capture with increased threshold measurements and a decreased r wave amplitude. A fluoroscopy image was compared to an x-ray from implant and noted no gross change in lead placement, however a micro-dislodgement is suspect. Although the shock impedance measurement was within range and stable, the physician electively performed a non-invasive programmed stimulation (nips) procedure which yielded good measurements. Since the patient is not pacemaker dependent and rarely paces in the ventricle, the physician has opted to monitor the patient via remote home monitoring system.